Event description:
It was reported that the physician attempted to treat a patient at the distal superficial femoral artery using a hawkone directional artherectomy device. The target lesion was described as calcified with no tortuosity and moderate calcification. A 7f sheath, a 4 mm spider embolic protection and 0.014¿ guidewire were used. It was reported that the vessel was pre-dilated. It was reported that the hawkone nosecone was found to have a hole in it during the procedure. The procedure was reported to have been completed by implanting a stent. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the hawkone was received for evaluation. The hawkone was inserted a cutter driver. The hawkone was inspected and observed no damage to the slide cover assembly or torque shaft. The distal assembly was inspected and discovered biological material protruding from a hole to the tecothane approximately 2 cm from the cutter window. The hole was on the same plane as the opening of the cutter window (opposite plane of the guidewire tubing). The hole was inspected under microscope and discovered the hole ran parallel and in between the coils of the distal assembly. Biological material was protruding from the observed hole and flush port. Cine image review: procedural image review identified an image of the hawkone prior to the damage to the distal assembly. Multiple other images were included; however could not identify with 100% certainty which cine images may have showed damage to the distal assembly or possible plaque escaping from the hole. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.